Event description:
During surgery to implant a one-level anterior cervical plate, the surgeon inserted a temporary pin into the plate. Upon removal of the temporary pin, the head of the screw sheared off. The doctor removed the threaded shaft from the patient, and the screw head was contained within the screwdriver's holding shield and was removed from the screwdriver. The doctor tried a second temporary pin with the same issue with the pin. The temporary pin threaded shaft was removed, and the screw head was contained within the screwdriver's holding shield. The surgeon continued with the surgery inserting permanent screws into the plate with no issues. The patient's condition was good.